Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that deflation issue occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon catheter had difficulty deflating after inflation. Subsequently, a syringe was used to apply negative pressure to safely deflate and remove the balloon from the patient. The procedure was then completed using an alternate device. No patient complications were reported, and the patient fully recovered.